Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx+ ; product ID: evfxplus-29 ; serial/lot: unknown ; UDI: unknown; manufactured date: unknown ; use by date: unknown ; implant date: unknown; FDA site ID: 9617601 h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus and deployed. The valve was noted to be severely constrained after deployment. While removing the dcs, the nosecone of the dcs interacted with the valve causing it to dislodge into the patient's aorta. Subsequently, a second valve was prepared and loaded into a new dcs. There was then difficulty with advancing the dcs past the previously dislodged valve. Multiple different techniques to advance the dcs were then utilized in an attempt to advance the catheter, including changing the guidewire, using different snare techniques, overdriving the catheter, and using a "bumper balloon." All of these attempts proved to be unsuccessful in advancing the dcs. Subsequently, it was removed from the patient and a non-medtronic valve was utilized to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the event.